Event description:
It was reported that lead dislodgement was observed. The lead was repositioned successfully. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.